Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a crack under drain fitting, wear and tear on front cover and enclosure, with an old-style printed circuit board (pcb) and drain fitting. During analysis, the reported issue was able to be duplicated. It was noted that a cracked under drain fitting was the cause of the reported issue. No action was taken due to the age and condition of the device, it was deemed beyond economical repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked and had a crack by the drain elbow. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.